Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was noted that the keypad was damaged and the ok and down buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the keypad was torn over the ok button. The ok, up and contrast buttons did not respond to user presses; the other buttons responded to user presses appropriately. The keypad was removed and there was contamination found under all the button contacts. Unrelated to the original complaint, the battery compartment was observed to be cracked. The threads on the battery cap were stripped. The pump was opened and there was moisture damage found on the printed circuit board.